Event description:
It was reported that during the implant procedure the physician was unable to obtain adequate sensing on the atrial lead. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): no anomalies; blood present in/on the helix mechanism. Full lead returned for analysis.